Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch select meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011, at approximately 9:30pm. The patient stated she tested at bedtime as usual and received the following readings on the subject meter, "315, 215, 326, 308, 250 mg/dl" performed greater than 20 minutes apart. The patient informed the mss that she was managing her diabetes with a total of 150 units of humalog mix 75/25 insulin per day based on a sliding scale and administered 5 shots per day. The patient informed the mss that she was following this regimen prescribed by her doctor for the last two months. The patient claimed that approximately 5 minutes prior to testing her blood glucose on the subject meter she was experiencing symptoms of "sweating." She stated she performed the series of tests on the subject meter and immediately after testing she administered 10 units of humalog mix 75/25 insulin based on the meter readings. The patient claimed that approximately 1 hour later, her niece noticed that the patient was "not making any sense and was not responding when spoken to." She further stated that her niece gave her two glucose tablets and reported that she began to feel better shortly afterwards. The patient could not recall what her blood glucose readings were during the day and denied testing her blood glucose on another device. The patient informed the mss that her doctor has decreased her insulin dosage to 6 units at night and 14 units in the morning approximately one week ago (B)(6) and reported that her blood glucose has been in control recently after changing the insulin. At the time of troubleshooting, the cca noted the sample was obtained from the same approved site. The subject meter was set to the correct unit of measure. However, the patient did not have control solution to check the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because although the patient was exhibiting symptoms of severe hypoglycemia before the alleged issue began, her symptoms reportedly deteriorated after administering insulin based on the alleged high results obtained on the subject meter and was treated by a non-hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.